Event description:
Customer called because her readings have been low for two weeks and wanted her meter checked. Customer service found that the meter was in mmol/l. Customer said she had been eating candy to get her glucose up. Customer service helped her change her meter back to mg/dl.